Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of a non-preloaded multifocal toric intraocular lens in the right eye, the patient continued to complain about poor vision and photic phenomena. Patient was able to perform daily activities, but the visual outcome did not meet their expectations. As a result, an exchange surgery was performed using a monofocal lens from another company. During the procedure, the explanted lens was damaged and subsequently discarded. No other information was provided.